Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 192 and 140 mg/dl. Tests were done within 10 minutes. Codes on pt's meter and strips do not match. Pt did not experience any adverse events. No further info has been reported.